Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are very likely related to the removal surgery.

Event description:
The patient no longer has any sound percept with the device. There is no report of an accident or trauma by the family, but a trauma cannot be ruled out while the child was at school. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. External parts have been checked. Family reports no incident of accident or trauma but a trauma cannot be ruled out while child was at school. Re-implantation is considered.